Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - review of the device history record found an anomaly and a nonconformance; however, the noted deficiencies were corrected, and the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2011 including an ipg and surgical lead. It was reported that the lead marker was present upon removal from packaging and during intraoperative testing; however, it could not be located following the tunnelling of the lead to the ipg pocket site. The lead remains implanted.